Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -9.30/+1.5/x075. (B)(4). Method code: evaluation method: work order search. Evaluation code: evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions code: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.30/+1.5/075 diopter in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to patient suffered from headache. No other lens was implanted. See MFR #2023826-2015-01187 for right eye.

Manufacturer narrative:
Based on the DHR review, the manufacturing and packaging processes was performed according to procedures and no findings or deviations were reported. No definite root cause for the complaint is determined, however, the complaint is not device related. Visual inspection of the returned product found that there was clear surgical residue/debris on the product and two of the footplates were missing. (B)(4).